Event description:
The event is described as: during a procedure the needle tip melted upon activation of diathermy machine. No pt injury reported.

Manufacturer narrative:
The device sample was sent to the mfg site for eval. The results of the eval are not available at the time of this report.